Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during loan kit inspection the spring came out of the screwdriver shaft. No further information provided. This report is for one (1) holding sleeve for stardrive screwdriver shaft t8. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 314.468, synthes lot: 7766375, supplier lot: na, release to warehouse date: august 19, 2014, manufactured by synthes jennersville. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the received holding sleeve is in a good condition. There are no damages on its outside visible. The housing spring is missing as reported. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Dimensional inspection: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related therefore, no drawing/specification review is needed. Summary: due the missing component, the complaint condition is rated as confirmed. Unfortunately, we only have limited information in the complaint description and cannot determine how the spring got lost. By the evidence that the device passed our 100% final inspection before the device left the manufacturing site, we confirm that the cause of failure is not due to any manufacturing non-conformances. The spring most likely got lost during/ after sterilization process where the device was disassembled due to cleaning reasons. The cause of complained malfunction is a post-manufacturing caused and/or use related therefore, the in the investigation flow listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.